Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose level was over 600 mg/dl at the time of incident and the current blood glucose level was 488 mg/dl. The customer was assisted with troubleshooting for high blood glucose event. The customer was treated with manual injection and insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms such as acidic and had yeast issue, nausea and had trouble breathing, elevated heart rate and felt sick. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.